Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm in the morning. Reportedly, the customer last interacted with the pump after dinner the previous night. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. Additionally, it was reported that the pump high and low (blood glucose) alert was not audible. The customer's blood glucose level was 196 mg/dl. It was confirmed that the customer will continue using the pump for continued insulin therapy.